Event description:
It was report that after the spinal cord stimulator (scs) system was placed into magnetic resonance imaging (MRI) mode the patient underwent an MRI. During the MRI scan the patient felt heat at the lead site on his neck. The physician decided to discontinue the MRI scan and the patient was referred to the emergency room department (ER) and walked there himself. After several hours, no additional symptoms and no intervention having been provided the patient was sent home. No further intervention has been planned. No devices will be returned as they all remain implanted.